Manufacturer narrative:
This follow up report is being submitted to relay additional and corrected information. The device was returned to zimmer biomet for evaluation. Evaluation of the returned product indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported event. No failure and/or fault condition was found or confirmed. The device history record was reviewed and no discrepancies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: d11: medical product: biomet ebi bone healing system sflx xl coilette: catalog: #1068240, lot: #19270. D11: therapy date: unknown. H3: device evaluated by manufacturer updated to yes. H6: method code updated to 10: testing of actual/suspected device. H6: method code updated to 3331: analysis of production records. H6: results code updated to 213: no device problem found . H6: conclusions code updated to 4315: cause not established. The following sections were corrected: h6: device code updated to 1437: overheating of device.

Event description:
It was reported that the patient developed a burn from using the bone healing system (bhs). The patient wore the coil directly on the left foot for a fifth metatarsal injury. The patient wore the unit for ten hours a day during the night. When the patient began treating with the device, she did not experience any symptoms. The patient noticed a red mark below the joint of the fifth metatarsal of the left foot. The patient said that the more she wore the coil, the worse the red mark got. Eventually, the red mark developed into a blister. The patient applied a band aid to the blister and left it for about a week. When the patient took off the band aid she noticed that the blister had gotten progressively worse. The patient contacted her doctor and was advised to go to a wound clinic and to stop using the unit. The patient also stated that her fourth and fifth metatarsal would twitch while using the unit. The patient said that the bhs controller would get hot. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: tall cam boot. Therapy date: unknown. The customer has indicated that the product is in progress of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2020-00041.

Event description:
It was reported that the patient developed a burn from using the bone healing system (bhs). The patient wore the coil directly on the left foot for a fifth metatarsal injury.the patient wore the unit for ten hours a day during the night. When the patient began treating with the device, she did not experience any symptoms. The patient noticed a red mark below the joint of the fifth metatarsal of the left foot. The patient said that the more she wore the coil, the worse the red mark got. Eventually, the red mark developed into a blister. The patient applied a band aid to the blister and left it for about a week. When the patient took off the band aid she noticed that the blister had gotten progressively worse. The patient contacted her doctor and was advised to go to a wound clinic and to stop using the unit. The patient also stated that her fourth and fifth metatarsal would twitch while using the unit. It was reported that no further information is available.